Event description:
Ems service was responding to a cardiac arrest call and attempted to use the curaplex kit kltsd404k to care for the patient, but discovered the catheter tip of the syringe included to inflate the supraglottic airway was not compatible with the luer connector of the airway. As a result, the ems service was forced to seek other measures to establish an airway for the patient. No injuries or death were reported.